Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow up, increased threshold and lead dislodgement were observed. The lead was repositioned successfully.